Manufacturer narrative:
An event of device deformity could not be confirmed. Two images were received from the field appearing to show the occluder presenting bulbous deformation. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system (atv) after the corresponding echocardiographic measurement. During procedure, the device was deformed (left disc ballooning)upon delivery. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician decided to change the occluder to a 25mm amplatzer talisman pfo occluder that successfully completed the procedure. There was no clinically significant delay in procedure and no adverse consequences to the patient. The patient is stable.